Event description:
As reported by the user facility on the medwatch form: (B)(6) old female in pedi ICU on mechanical ventilation required lipid infusion. The infant, as reported was on a prone position, with tpn lipids going through piv (peripheral intravenous) with y-connector. Upon vital sign check, blood was noted on burp pad. Nurse investigated to find a dislodged pressure valve that comes with the y-connector, blood was backing up from the infants piv line. The pt with a history of thrombocytopenia required a platelet transfusion. Addendum: b.braun was notified, (B)(4). Rep was at our hospital and discussed replacing our product with a bonded connector that does not detach. Additional info provided by the facility indicated the baby is okay and suffered no additional adverse sequela associated with the incident. The lot number remains unk. The sample is being retained by the risk management department and will not be returned for eval.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not provided. Without the actual sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn. However, from the info provided by the facility it appears that the ultrasite valve which is screwed onto the female luer lock adapter came loose and disconnected from the set. The instruction for use with this set indicates to "tighten luer lock connections before use." To prevent this type of disconnection from recurring, the facility is switching to another extension set with the ultrasite valve solvent bonded to the luer connection. There are no other reports of this nature against the reported part number.